Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 492 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (hip), the pod's cannula was found bent. Symptoms reported include hyperglycemia, dehydration, nausea and vomiting. The patient was treated with an intravenous fluids (2 bags), and zofran for nausea. As treatment, a manual injection of insulin was delivered and a new pod was applied. Document increase in bg levels from pdm records or as described by the caller: on (B)(6) 2019: 20:58 189 mg/dl ; sometime overnight the pt went into the upper 200 mg/dl range and was trending up according to the cgm. On (B)(6) 2019: 08:30 277 mg/dl; 11:28 492 mg/dl this was after the pt vomited.